Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt, serial number/date code is unknown. The user manual part number 1056953 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is currently in a (B)(6) due to a preexisting condition and is unable to bend. The consumers medication regimen is unknown. The consumer is a (B)(6) male whose height and weight are unknown. The technique used with the device has been indicated as pushing the chair by the headrest as the push handles cannot be reached when the child is reclined, as he must be at all times. This is causing the headrest to fall off and the chair to roll forward on its own. The maintenance history of the device is unknown.

Event description:
Consumer stated the headrest does not lock in place and while pushing their child across the street, the headrest popped off causing the chair to roll out in traffic. No injury alleged.